Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - multiple back operations. It was reported that the device was at eos. Patient reported he fell on rocks and disconnected something and he was getting eos on the patient programmer screen. Patient stated he spoke with the hcp and they told him to call. Additional information received from a healthcare provider (hcp) and patient. It was reported that the rep told the patient the unit needed to be replaced. The patient said the device stopped working. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient provided clarification that the device stopped working after 12 years. Patient's weight at the time of the event was (B)(6). No further complications were reported/anticipated.